Event description:
It was reported that the tip of each devices detached and fell into the patient. The fragments were extracted and prolongation of anesthesia was about 20 minutes. No particular consequence on the patient was reported.

Manufacturer narrative:
The units were returned for investigation and based on the visual inspection of the returned units, the ceramic breaking condition was confirmed. Device history record and non conformance documentation review revealed no related findings for this part number and lot number combinations. The units e-proms were connected to the serfas energy programmer box as part of the investigation to read the activation history. No errors were found recorded on the e-prom. The vibration of the electrode on the ceramic is the major contributor of the tip breaking for this product. (B) (4). The probes associated with this report were manufactured before implementation of the corrective action on july 2008.